Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 585 mg/dl. Customer's blood glucose value was over 600 mg/dl. The customer declined troubleshoot for high blood glucose levels. Customer set had 4 or 5 no delivery alarm. Troubleshoot was performed for no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by reservoir change. The insulin pump will not be returned for analysis.